Event description:
A complaint was received that indicated a customer was receiving higher readings with the glucometer dex system when compared to a similar system and experienced a "hard slide". The complainant said in 2000 complainant received results in the 200-mg/dl range. Complainant felt like passing out and was taken to a hospital where a short time later after eating orange juice and a few crackers received a result of 57 mg/dl with a comparative meter. A repeat test was conducted and the dex system gave a result in the 200-mg/dl range. While on the phone a review of the system was conducted. Since the event occurred in 2000 the customer did not have any of knowledge of the reagent lot number nor any of it left to complete the evaluation. The customer was knowledgeable about the expiry age and assured the customer service representative that complaint would not use an expired reagent. Electronic checks of the system were conducted and were within range. However, a request was made to return the system for evaluation.